Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
During service by baxter personnel, an interlink secondary medication set was found with a kink in the tubing at the male luer inlet port. This malfunction was observed during infusion. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation spiked into an empty jb1302 100ml 0.9% solution bag. During functional testing, it was noted that the primary and secondary sets had simultaneous flow. A visual inspection revealed kinked tubing in the secondary set just below the drip chamber. The kink was manually straightened, and the secondary set flowed normally with no simultaneous or back flow noted. The reported condition was confirmed. The root cause was determined to be the kink below the drip chamber in the secondary set. Should additional relevant information be received, a follow-up medwatch will be submitted. Correction: during service by baxter personnel, an interlink secondary medication set was found to have a kink near the drip chamber outlet port, which caused simultaneous flow with a jc6386 primary set. This malfunction was observed during infusion. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.